Manufacturer narrative:
The device was received for evaluation. A review of event history log revealed numerous monitor engine stall messages prior to the event date. A visual inspection of pump noticed some areas with signs of fluid ingress. During functional testing, a set was loaded and able to run on the pump. While running the set, the screen message appeared ¿non-interrupting error send for servicing¿. Additionally, when running the infusion, a sticking/clicking noise was coming from within the pump/mechanism. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The lvp mechanism requires replacement to address the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a system error 20602 (monitor motor stall). This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.